Event description:
It was reported that the respiratory came in while rewarming patient and unplugged arctic sun device from the wall. At some point spark from wall occurred in the room. They were moving patient and device to a new room. Wanted to know how to continue therapy. Targeted temperature (tt) was 37c and patient temperature (pt) was 36.8c. Advised to plug in device in new room. At boot up select continue current patient and start under rewarm where they left off. After spark occurred in other room they moved patient to new room and have plugged in the device to resume therapy. Device would not power on. Advised they would need to send this device to biomed for evaluation. Electrical issue in other room possibly damaged the device. Confirmed they did not have another device available for use. Will need to consult protocol on alternate method for therapy. Biomed call. A nurse plugged in device and it sparked the night before. Biomed had worked on the device and replaced the power cord. They would like to do a functional check and make sure everything was working appropriately. Warm transferred for proper handling. Per follow up information received via email on 20jul2023, (see attachment). It was reported that the plug sparked and biomed was called. The cord was replaced, and the device was placed back into service. No additional information or sample is available. No further follow up attempts required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power cord. The cord was replaced, and the device was placed back into service. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the respiratory came in while rewarming patient and unplugged arctic sun device from the wall. At some point spark from wall occurred in the room. They were moving patient and device to a new room. Wanted to know how to continue therapy. Targeted temperature (tt) was 37c and patient temperature (pt) was 36.8c. Advised to plug in device in new room. At boot up select continue current patient and start under rewarm where they left off. After spark occurred in other room they moved patient to new room and have plugged in the device to resume therapy. Device would not power on. Advised they would need to send this device to biomed for evaluation. Electrical issue in other room possibly damaged the device. Confirmed they did not have another device available for use. Will need to consult protocol on alternate method for therapy. Biomed call. A nurse plugged in device and it sparked the night before. Biomed had worked on the device and replaced the power cord. They would like to do a functional check and make sure everything was working appropriately. Warm transferred for proper handling. Per follow up information received via email on 20jul2023, it was reported that the plug sparked and biomed was called. The cord was replaced, and the device was placed back into service. No additional information or sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the respiratory came in while rewarming patient and unplugged arctic sun device from the wall. At some point spark from wall occurred in the room. They were moving patient and device to a new room. Wanted to know how to continue therapy. Targeted temperature (tt) was 37c and patient temperature (pt) was 36.8c. Advised to plug in device in new room. At boot up select continue current patient and start under rewarm where they left off. After spark occurred in other room they moved patient to new room and have plugged in the device to resume therapy. Device would not power on. Advised they would need to send this device to biomed for evaluation. Electrical issue in other room possibly damaged the device. Confirmed they did not have another device available for use. Will need to consult protocol on alternate method for therapy. Biomed call. A nurse plugged in device and it sparked the night before. Biomed had worked on the device and replaced the power cord. They would like to do a functional check and make sure everything was working appropriately. Warm transferred for proper handling.